Event description:
It was reported that during a da vinci si prostatectomy procedure the surgical staff experienced system error code 297 and the leds on the illuminator and doco (double camera controller) turned orange. An isi technical support engineer attempted to troubleshoot the issue via telephone and had the site reboot the illuminator and reseat the connection to the doco multiple times, however, the issue could not be resolved. The entire system was also rebooted with the same result. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was performed by a field service engineer (fse), who reviewed the system logs and observed error codes 297 and 48238. System error code 297 appears when the system detects that an electronic component was reporting an incorrect configuration. System error code 48238 indicates an illuminator communication issue. Upon determining these conditions, the system records the faults and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The fse concluded that the issue experienced by the customer was associated with the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.